Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient on two separate occasions, experienced an unknown defib problem; reference medwatch 1220908-2013-00293 for second patient event. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.